Event description:
It was reported that  the recharger was getting hot at the connection to the paddle when they tried to recharger the implantable neurostimulator (ins). MRI tech also reports they got a software problem error code. Caller was not with the patient (pt). Technical services (ts) advised pt to call pss for replacement recharger. A healthcare provider (hcp) with the patient called to follow-up on this case. The caller provided the same information as before, that the recharger gets hot when attempting to charge the ins. Tss (technical services) placed a request to have a recharger sent to the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 14-may-2023.: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755-s, serial# (B)(6), revealed rtm never got hot after running it for 10 mins. No device found message. The arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (50) - the low number (40) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.